Event description:
This lead was implanted on (B)(6) 2010 and remains implanted at this time. A call to technical services was placed on (B)(6) 2014 informing that this lead exhibited noise. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).